Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and sensor kits were reviewed and the dhrs showed the libre sensor and sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. A customer reported receiving an unspecified high scan on the sensor compared to an unspecified result from a competitor meter. The customer experienced dizziness, blurred vision, a loss of consciousness, trembling, high heart rate, and vomiting and was unable to self-treat. The customer received medical treatment however, details of the treatment were not provided as no further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. Watermark was observed at the base of the tail indicating the sensor being properly inserted. Low glucose value was observed. The sensor was de-cased and visual inspection was performed on pcba (printed circuit board assembly), no issues were observed. The battery was measured and it was within specification range. The current was applied to the sensor to perform smu (source measurement unit) testing while in the test fixture. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. A customer reported receiving an unspecified high scan on the sensor compared to an unspecified result from a competitor meter. The customer experienced dizziness, blurred vision, a loss of consciousness, trembling, high heart rate, and vomiting and was unable to self-treat. The customer received medical treatment however, details of the treatment were not provided as no further information was reported. There was no report of death or permanent impairment associated with this event.